Manufacturer narrative:
No product has been returned for investigation nor were x-rays provided to confirm the reported event. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: spinal cord or peripheral nerves; loss of sensory and/or motor function..." Product remains in-situ.

Event description:
On (B)(6) 2015 patient underwent an extreme lateral interbody fusion procedure. During a 5 week follow up appointment patient was experiencing radiculopathy on left lower extremity. On (B)(6) 2015 a transforaminal injection was scheduled, patient's pain level was reported as decreased.